Event description:
Patient reported seroma-late on left side. The device remains implanted.

Manufacturer narrative:
G.3 in initial emdr-00737 was inadvertently left blank. The correct date is 11/apr/2021. Emdr-00737 is a duplicate under manufacturer report number 9617229-2021-16574. All future information will be reported under manufacturer report number 9617229-2021-16573, which is attached to emdr's 00401 and 07305.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported seroma-late on left side. Healthcare professional reported that patient started experiencing pain, hardening, abrupt enlargement of the left breast, and patient was very anguish and traumatized with the possibility of having lymphoma. The device remains implanted.